Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During the surgery, it is noticed that the comb is damaged. Localisation left extremity of the comb when the handle is at the right twisted. To complete the surgery, the surgeon has straightened the comb. There was a 15 minute delay, an alternate device was not required.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On 30 july 2019, it was reported that a mesher had a damaged comb. The customer returned a zimmer skin graft mesher serial number (B)(4), as well as 3:1 cutter 1505044, 1:1 cutter 1403080, 1.5:1 cutter 1513216, and 2:1 cutter 1512968, for evaluation. Evaluation of the mesher on 22 august 2019 found that the device was out of calibration. Upon further evaluation, it was found that the comb was damaged. All four of the cutters were noted to not be sharp and defective. Repair of the mesher occurred the same day and involved replacing the comb and recalibrating the device. The technician then tested and verified that it was functioning as intended. The mesher and cutters were then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that the comb was damaged, it cannot be determined from the information provided as to what caused the damage to the comb. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information.